Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and was exhibiting high threshold. Additional information indicates that this right ventricular (rv) lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.